Event description:
During tka surgery for oa, a cr femoral component was implanted where a ps type was intended to use. The indication was ps type and the bone was cut as ps type. The patient was subsequently revised.

Manufacturer narrative:
Documentation and DHR review. Event was the result of incorrect product selection during surgery.